Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The customer's quality control (qc) and calibrations were in range at the time of the event. The customer switched the glucose reagent, but the issue continued. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument. The cse found the sample pipetting probe was raised. The cse reseated the pipetting probe and performed alignment. The cse verified the sample probe operation. The cse performed quality control (qc), resulting within range. The cause of the discordant, falsely depressed glucose and amylase results was due to the sample pipetting probe being raised. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose and amylase results were obtained on a patient sample on an advia 1800 instrument. The initial result was not released to the physician(s). The customer tested the same sample on an alternate advia 1800 instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose and amylase results.